Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter continued to display a battery indicator symbol. Medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 7-8x daily and manages his diabetes with humalog insulin. The alleged issue began on (B)(6) 2012 at 6pm. The reporter confirmed the patient continued to test his blood glucose using one of the many backup meters available to him. The reporter denied the patient made changes to his usual diabetes management routine. In early (B)(6) 2012, the reporter claims the patient developed symptoms of diabetic ketoacidosis (dka). The patient obtained blood glucose results of "183, 152 and 400 mg/dl" with another device. The reporter denied testing with the subject meter at the time of the injury. The patient was administered humalog insulin (6 units total) by the time he got to the emergency room (ER). The patient was admitted into the hospital and administered intravenous (IV) fluids. At the time of troubleshooting, the cca noted there was no indication of misuse. The reporter confirmed the batteries in the subject meter were recently replaced. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The reporter confirmed the patient continued testing his blood glucose with a non-lfs brand meter. The patient did not attempt to test with the subject meter before or during the time of concern; therefore, the lfs blood glucose meter was not the cause of the reported injury. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.